Event description:
Pixel8 radio frequency device caused severe fat loss. Vio medpsa in (B)(6), in claims they used "the lowest settings" but will not tell me what specific settings. I lost substantial facial fat and had to gain 30lbs to protect my face. My face is sagging and I am mortified that this device is legally being used on people as everyone I know who has tried this - has had facial fat loss. There is a support group online with 25,000 people on it. My face would blow up like a puffer fish from heat like the sauna and my face could not sweat. The sweat was stuck in my face. The inflammation came down eventually and with that all of my beautiful facial fat. I am devastated this device was ever cleared by the FDA.